Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye (od) trabecular microbypass stent procedure, the surgeon observed that the trocar was broken during attempt to implant the stent. The report noted that the surgeon did not notice that the trocar was broken prior to inserting into the eye. Through follow-up, the following additional information was received. Per report, the event has resolved with no adverse patient impact or intervention required, and the patient's status was noted as "recovered from cataract surgery". Any omitted information was not available through follow-up.